Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the flash drive and loaded the software as well as checked all the voltages. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would display an error code number 253 on the right monitor and an error code number 40 on the analog interface. No patient injury was reported.